Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had high out of range low voltage shock impedances. No shocks have been delivered since implant. Technical services (ts) reviewed the case and also noted decreasing amplitudes since implant. Technical services (ts) suspects the observed changes are related to a superficial placement in a patient with high body habitus. Ts provided troubleshooting recommendations. This s-ICD system remains in-service at this time. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to provide a correction to device model number.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had high out of range low voltage shock impedances. No shocks have been delivered since implant. Technical services (ts) reviewed the case and also noted decreasing amplitudes since implant. Technical services (ts) suspects the observed changes are related to a superficial placement in a patient with high body habitus. Ts provided troubleshooting recommendations. This s-ICD system remains in-service at this time. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had high out of range low voltage shock impedances. No shocks have been delivered since implant. Technical services (ts) reviewed the case and also noted decreasing amplitudes since implant. Technical services (ts) suspects the observed changes are related to a superficial placement in a patient with high body habitus. Ts provided troubleshooting recommendations. This s-ICD system remains in-service at this time. No adverse patient effects were reported. This s-ICD electrode was subsequently explanted and returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Visual inspection noted the terminal boot sleeve was worn through to the outer insulation, and calcification was noted on the shocking coils. A review of memory was performed, and rising shock impedances were noted. Calcium deposits have been shown to increase the electrical resistance of a lead and are a known risk for implanted cardiac leads. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements of the cable conductor was electrically open, indicating a damaged conductor. Further inspection noted the conductor ends were pulled out, with solder present on the cable ends. The observed damage was found to indicate induced damage from the explant procedure.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had high out of range low voltage shock impedances. No shocks have been delivered since implant. Technical services (ts) reviewed the case and also noted decreasing amplitudes since implant. Technical services (ts) suspects the observed changes are related to a superficial placement in a patient with high body habitus. Ts provided troubleshooting recommendations. This s-ICD system remains in-service at this time. No adverse patient effects were reported. This s-ICD electrode was subsequently explanted and returned to boston scientific for analysis. No additional adverse patient effects were reported.